Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: :shooting pain in the breast area", "massive swelling", and "raised temperature of the breast".

Event description:
Physician reported "shooting pain in the breast area, massive swelling and raised temperature of the breast. Laboratory tests showed fluid surrounding the implant." The device remains implanted. This record relates to the left side.